Event description:
Alleged a nurse tripped over the pendant cable, but did not sustain any injuries.

Manufacturer narrative:
The technician investigated and found the zip ties that support the pendant cable to the bed frame were broken off, allowing the cable to hang down. The technician replaced the zip ties and adjusted the pendant cable to repair the bed.